Event description:
Subsequent to the initial medwatch report, intravascular ultrasound and angiographic images were received for review. Although the patient reported the date of event as occurring on (B)(6) 2011, it was noted that the cardiac catheterization occurred at 10:16 pm on (B)(6) 2011. A repeat cardiac catheterization with stent placement was performed on (B)(6) 2011. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2011 the patient underwent a stenting procedure in the proximal circumflex artery with one 2.5 x 15 xience v stent. On (B)(6) 2011, the patient was hospitalized with chest pain. Treatment included nitroglycerin, morphine and aspirin. The EKG and cardiac enzymes were normal; however, the patient was taken for cardiac catheterization which showed a narrowing in the marginal artery, non-target lesion. Balloon angioplasty was performed in the tip of the bifurcation in the marginal artery with kissing balloons. Overnight the patient continued to have chest pain with elevated cardiac enzymes, which was diagnosed as a myocardial infarction. An additional cardiac catheterization was performed on (B)(6) 2011, which showed an occlusion from a collapsed stent. The physician speculated that stent collapse could have been the results of a device catching on the side struts of the stent during the previous ballooning procedure. The patient underwent percutaneous coronary revascularization in the index target lesion with two xience v stents, one 2.5 x 15 and one 3.0 x 15. There was no thrombosis or in-stent restenosis noted. The patient's plavix was discontinued and the patient was started on prasugrel. The patient was discharged home on (B)(6) 2011. The patient reports that he continues to have angina. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The device was not returned to abbott vascular for analysis. It was speculated by the physician that the stent collapsed and could have resulted in the device catching on the stent struts during the previous ballooning procedure. The returned cine images were reviewed by clinical research and the results indicated that it is clear with the intravascular ultrasound (ivus) imaging, that the stent was not fully expanded in the left circumflex artery. The angiographic images fit the scenario that during the kissing balloon procedure on 05/04/2011 that the left circumflex wire was outside of the stent and not within the lumen of the stent and with the kissing balloon inflation causing the stent to be pushed away from the wall of the artery causing the reported symptoms and the deformation of the stent. Ivus pictures from prior to the kissing balloon procedure were not available and thus this is not 100% confirmed. Therefore, based on the cine review it appears that the kissing balloon technique (damage caused by the balloon catheter) interacted with the implanted stent during the procedure and contributed to the (difficult to deploy, poor stent apposition) stent not fully apposed to the vessel wall. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, the damage caused by the balloon catheter and difficult to deploy (poor stent apposition) appears to be related to operation context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for device damaged by another device or difficult to deploy (poor stent apposition) for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that could contribute to damage of an implanted stent include, but not limited to, the manufacturing process, handling during removal from the packaging at the account, handling during visual inspection and/ or preparation, interaction with other devices or ballooning technique (kissing balloon). To help ensure this damage is not the result of the manufacturing process, all stent delivery systems are visually inspected for damage at numerous points in the manufacturing process. The device was not returned to abbott vascular for analysis. It was speculated by the physician that the stent collapsed and could have resulted in the device catching on the stent struts during the previous ballooning procedure. Therefore, it is possible that the balloon interacted with the implanted stent during the procedure. It should be noted that angina, myocardial infarction and occlusion are listed in the instructions for use as known adverse events associated with coronary stenting. In this case, a conclusive cause for the reported patient effects, and damage caused to the balloon catheter, cannot be determined, however, there is no indication of a product quality deficiency. A review of the finished product lot history records and nonconforming material records for this lot did not reveal any findings relevant to this event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for device damaged by another device for this lot.